Manufacturer narrative:
Hamilton medical ag case number is: (B)(4). (B)(4) has been reopened and reviewed according to FDA form 483 inspectional observation ems #4, (B)(4) from the FDA inspection conducted between july 17 to july 21, 2022 at the ems and (B)(4) sites. Conclusion: the issue in cer 90349 is deemed as a reportable event since the malfunction that the dynamic lung on the screen didn't move and the spo2 decreased. The root cause of the ventilator device 'disconnection on patient side/ventilator side' and 'vt low' appeared. Then, dynamic lung on the screen didn't move and spo2 decreased during ventilation was due to a defective sensor board. The inspiratory valve was replaced. Within this investigation it has been confirmed that the device failed to meet its specifications at the time for the event while it was used for treatment or diagnosis. Since the dynamic lung on the screen didn't move and the spo2 decreased the patient was moved to another device.the issue is not likely to be serious to public health but could potentially lead to serious injury or death if it were to reoccur. Therefore, the event has been deemed to be a reportable event and an MDR must be submitted to FDA. The allegation in cer 90349 was confirmed to be a complaint. No further investigation or correction will be performed except those mentioned above already performed. In the future, hamilton medical ag will report a similar event to the issue in cer 90349, as it will be deemed as a reportable event.

Event description:
The following was reported to (B)(6) medical ag: during ventilation with spont mode for a covid-19 patient, 'disconnection on patient side/ventilator side' and 'vt low' appeared. Then, dynamic lung on the screen didn't move. Spo2 decreased. Therefore, the hospital staff replaced the g5 with another ventilator. After that, he tried the flow sensor calibration and the tightness test. Both of them failed.

Event description:
The following was reported to hamilton medical ag: during ventilation with spont mode for a covid-19 patient, 'disconnection on patient side/ventilator side' and 'vt low' appeared. Then, dynamic lung on the screen didn't move. Spo2 decreased. Therefore, the hospital staff replaced the g5 with another ventilator. After that, he tried the flow sensor calibration and the tightness test. Both of them failed.

Manufacturer narrative:
Hamilton medical ag case number is: (B)(4). (B)(4) has been reopened and reviewed according to FDA form 483 inspectional observation ems #4, eobs4-6 from the FDA inspection conducted between july 17 to july 21, 2022 at the ems and bonaduz sites. The conclusion was slightly adjusted in this follow-up report nr. 01. Conclusion: the issue in (B)(4) is deemed as a reportable event since the malfunction that the dynamic lung on the screen didn't move and the spo2 decreased. The root cause of the ventilator device " 'disconnection on patient side/ventilator side' and 'vt low' appeared. Then, dynamic lung on the screen didn't move and spo2 decreased during ventilation" was due to a defective sensor board and inspiratory valve. Within this investigation it has been confirmed that the device failed to meet its specifications at the time for the event while it was used for treatment or diagnosis. Since the dynamic lung on the screen didn't move and the spo2 decreased the patient was moved to another device. The issue not likely to be serious to public health but is likely to cause serious injury or death if it were to recur. Therefore, the event has been deemed to be a reportable event and an MDR must be submitted to FDA. The allegation in (B)(4) was confirmed to be a complaint. No further investigation or correction will be performed except those mentioned above already performed. In future hamilton medical ag will report an event similar as the issue in cer 90349 as it will be deemed as a reportable event.

Manufacturer narrative:
Hamilton medical ag case number is: (B)(4). (B)(4) has been reopened and reviewed according to FDA form 483 inspectional observation ems #4, eobs4-6 from the FDA inspection conducted between july 17 to july 21, 2022 at the ems and bonaduz sites. The conclusion was slightly adjusted in this follow-up report nr. 01. Conclusion: the issue in (B)(4) is deemed as a reportable event since the malfunction that the dynamic lung on the screen didn't move and the spo2 decreased. The root cause of the ventilator device " 'disconnection on patient side/ventilator side' and 'vt low' appeared. Then, dynamic lung on the screen didn't move and spo2 decreased during ventilation" was due to a defective sensor board and inspiratory valve. Within this investigation it has been confirmed that the device failed to meet its specifications at the time for the event while it was used for treatment or diagnosis. Since the dynamic lung on the screen didn't move and the spo2 decreased the patient was moved to another device. The issue not likely to be serious to public health but is likely to cause serious injury or death if it were to recur. Therefore, the event has been deemed to be a reportable event and an MDR must be submitted to FDA. The allegation in (B)(4) was confirmed to be a complaint. No further investigation or correction will be performed except those mentioned above already performed. In future hamilton medical ag will report an event similar as the issue in (B)(4) as it will be deemed as a reportable event. Within the UDI-pi project, hamilton medical did realize that the reported device (brand name: hamilton-g5 / model number: 159003 / catalog number: 159003) in the present MDR is not fulfilling the criteria of similarity for a device marketed in the u.s., therefore this event is no longer considered reportable to FDA and no UDI-pi is going to be provided.

Event description:
The following was reported to hamilton medical ag: during ventilation with spont mode for a covid-19 patient, 'disconnection on patient side/ventilator side' and 'vt low' appeared. Then, dynamic lung on the screen didn't move. Spo2 decreased. Therefore, the hospital staff replaced the g5 with another ventilator. After that, he tried the flow sensor calibration and the tightness test. Both of them failed.